Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior cervical procedure at c2 to treat an odontoid fracture. It was reported that the guide wire fractured during use. The fragment was removed from the patient, and no patient injury was reported.